Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The touchscreen was tested for functionality and calibration; no anomalies were observed. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer lcd touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. The programmer logfile was downloaded; data review revealed that there were three error codes recorded in the programmers logfile, however, did not recur during laboratory testing of the programmer. One of the reported error codes has been seen before; the guidance is to re-boot the programmer system. The second error could may indicate a pacing system analyzer (psa) performance issue. However, since the error did not recur, and the programmer passed all testing the definitive root cause of this error code could not be confirmed. A software update was released in january, 2022 that is expected to mitigate this issue. A third error code was indicative of a possible software issue. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when quick starting another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code, as was seen in this particular case, and the need to restart the programmer to clear the error. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that three error/fault codes had been recorded. The reported error code has been seen before; the guidance is to re-boot the programmer system. The error codes were associated with the electrogram board, therefore this was replaced. This will re-start the software and will, most times, clear the error. A software update was released in january, 2022 that is expected to mitigate this issue.

Event description:
It was reported that this programmer recorded an error code. The programmer was then replaced and is expected to be returned. No patient involvement.